Event description:
It was reported that pt underwent hip procedure in 2007. During procedure, modular head component was opened and presented to surgeon. Surgeon declined to implant due to visual scratches identified on component.

Manufacturer narrative:
There have been no trends identified related to this type of event. Eval of returned device found scratches do not meet acceptable quality standards. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.